Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged battery cap, and a dim and discolored display. This report is made based on results of investigation completed on 05/26/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap threads were stripped, and the cap could not be secured properly to the pump to maintain an electrical connection. A test cap was used to complete investigation. During testing, the pump was powered on and the display screen appeared dim with discolored text. (B)(6).